Event description:
In 2007, a clinical incident involving a super turbovac arthrowand and an atlas controller was reported to arthrocare corporation. During an arthroscopic procedure of the knee, the pt sustained a burn/blister to pt's ankle (approximately 20 cm by 1 to 2 cm). The burn was treated with a bandage.

Manufacturer narrative:
The device has not returned for investigation. A follow up report will be provided once the device has been returned for investigation. Two devices, super turbovac with integrated cable (catalog no. Asc4250-01) and atlas system controller (catalog no. H3500-00), were used in the same procedure and two separate mdrs are filed for each device under medwatch number 2951580-2007-00095.